Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the probe wipe in the coulter ac-t diff analyzer. The leak consisted of a few drops of fluid onto the counter. No erroneous results were generated. There was no direct biohazard exposure to mucous membranes or open wounds. There was no indication if the operator was wearing personal protective equipment (ppe) at the time the leak was discovered.

Manufacturer narrative:
Bec customer technical support (cts) referred the customer to operator's guide procedure, "replacing the probe wipe" and explained how to clean the probe wipe to resolve the drip issue. The customer was not near the instrument at the time of troubleshooting and would call back if needed after following the cts's instructions. As of (B)(6) 2012, the customer has not called back for this issue. Service was not dispatched for this issue. Failure mode: defective or plugged probe wipe. Per coulter act diff analyzer operator's guide, pn (B)(4) and labeling: warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).